Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving sensor glucose readings that were higher than blood glucose readings. Customer also reported a hospitalization due to surgery for kidney stones. Customer stated that his lungs collapsed during the operation. Customer was not using the insulin pump during the hospitalization. Customer reported having a low blood glucose level earlier in the day of the call. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.